Event description:
Fastin rc anchor started to bend as surgeon was beginning to insert anchor into bone. Removed before it broke.

Event description:
Additional information received from MFR 11/12/2002: a review of the details of the event shows that no patient injury occurred and that if this were to recur it would not result in serious injury. As a result mitek worldwide is not filing a 3550a report to document the event. This event has been documented in their complaint handling system.